Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports receiving a shocking sensation in their stomach area and right buttock. It hurt "really bad" the night before the initial report. It was confirmed that therapy is on. No trauma/falls were reported that could be related to this issue. The patient was asked if they had turned their stimulation off to see if the shocking would go away, but the patient hasn't, because if they did, they would become incontinent. It was also reported that the patient increased their stimulation at their healthcare provider's (hcp) office because it wasn't quite working and well as had a return of symptoms. Stimulation was decreased from 0.9v to 0.6v during the call. It was recommended to monitor their symptoms and follow up with their healthcare hcp as soon as possible. Additional information was received from a manufacture representative (rep). Rep reported the device was turned off and the shocking went away. The patient is now trying a different program. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the stimulation not working was not determined and the stimulation issue was resolved. No further complications were reported or are anticipated.